Event description:
A pump declared an alarm during pumping, which caused concern for the customer. There was no adverse impact to the customer's blood glucose level. The customer, having experienced a second cartridge alarm and losing faith in the current pump, chose not to troubleshoot the issue. The customer reverted to an alternate method of insulin therapy.